Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: "the patient was undergoing tavr via rfa with 29evolutr. A double curve lunderquist wire was being used for the working wire. The physician, attempted to deploy the 29evr and had pop out on both attempts. At that point, the physician selected to change to a 34evr which would give more radial strength to help the valve stay in place. A 34mm valve was prepped and introduced. As the 34evr was advanced across annulus, however, prior to full deployment, the patient lost pressure. The valve was subsequently fully recaptured and pulled out of annular position." Patient outcome: the patient was placed on cps and pericardiocentesis was performed due to tamponade which was confirmed by tee. The patient expired shortly thereafter.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). After investigation the event for this pr# is no longer reportable. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: no product was returned and no imaging was provided. Also, autopsy report was requested, but not provided. It is reported that the cook guide wire was "used for the working wire" and apparently, it was placed in intended location prior to deploying the "29evr" and to changing to a "34evr". It is noted that there is no information provided as to any failure mode related to the guide wire. On the contrary, according to the physician "the wire was not to blame, as the procedure took way too long." Based on information provided the reported incident is considered procedurally related and of no fault to the cook guide wire. However, the complaint will be reopened, in case additional information is provided. No evidence to suggest that this guide wire was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.